Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, and motor tests. No motor error alarm was noted. The insulin pump had minor scratches on the display window, broken belt clip slot at battery tube threads area, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer has been getting motor error. Customer stated going through the airport's full body scanner two weeks prior to call. No blood glucose reading provided. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.